Event description:
The customer contact reported a crack in the semi-rigid adapter of the slave secondary port. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that the male adapter of an unspecified device was connected and tightened to the clave secondary port on the cassette of the tubing set. At this time, a crack was noted in the semi-rigid adapter of the clave secondary port. The customer contact indicated a possible leak of solution; however, the customer contact could not confirm the leak. There were no reported adverse pt effects, no reported delay in critical therapy, and no medical interventions required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.